Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, the fiber was thoroughly analyzed and the reported allegation in this complaint has not been confirmed. Visual analysis of the returned fiber showed that the connector cone, segments and tabs were in good condition, additionally, the control knob was attached and aligned with the fiber and can rotate. The fiber was functionally tested with the hene (helium-neon) laser fixture, no signs of breakage along the length of the fiber. Microscope inspection identified no cracks or breaks in the glass tip, just identified that the tip has been charred, which is indicative of heavy tissue contact. Two fiber cards were return and both were analyzed, the data from the cards indicated that the fiber was recognized, was not expired, and was used. Based on the analysis results and information available, there was no fiber break found during analysis; therefore, the reported event was not confirmed. The investigation is assigned a conclusion code of no problem detected. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of fiber break as analysis did not identify breaks along the fiber.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, after 16 minutes of laser and with 52000joles, was noticed that there was a fiber tip rupture. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, it was noted that a fiber tip rupture occurred. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, was noticed that there was a fiber tip rupture. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, after 16 minutes of laser and with 52000joles, was noticed that there was a fiber tip rupture. The procedure was completed with another fiber without patient complications.